Manufacturer narrative:
Initial reporter facility name: (B)(6) initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified cephalic vein. A 4.0mmx100mmx80cm (4f) sterling balloon catheter was advanced for dilatation. However, during third inflation at 12 atmospheres for 30 seconds, the balloon ruptured. The device was completely removed and a pinhole was noted on the balloon. The procedure was completed with another of same device. There were no patient complications nor injuries reported and the patient was in good condition.